Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an improper shutdown. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A review of event history log (ehl) revealed "improper shutdown!" Events. "Improper shutdown!" Events can be the result of the user removing all power from the pump without first powering off the pump using the off key or "improper shutdown!" Events can be the result of the pump powering off without user input due to a device malfunction, however the ehl cannot determine the cause of the "improper shutdown!" Events and therefore cannot confirm the device powered off without user input. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through the log review however nothing was found during evaluation that would cause or contribute to the reported issue. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.